Event description:
The consumer was getting out of bed and went to grab the walker to stand up when the rear left leg allegedly bent at a 45 degree angle, causing the consumer to fall and bump her head. No serious injury is alleged.

Manufacturer narrative:
Consumers condition was stated as "abnormal gait". (B)(4) was issued to return the product. The product was received and inspected visually and functionally. Visually, the left rear leg was bent 45 degrees toward the left front leg confirming what the consumer stated. There was evidence of damage to the walker cross brace. The rear glide tips found on the base of the legs had evidence of wear. The hand grip was loose when it should have been tight. Functionally, the snap buttons used for adjusting the walker height worked acceptably, the left and right frame locks were tested 15x and functioned acceptably.

Manufacturer narrative:
Consumers condition was stated as "abnormal gait".

Event description:
The consumer was getting out of bed and went to grab the walker to stand up when the rear left leg allegedly bent at a 45 degree angle, causing the consumer to fall and bump her head. No serious injury is alleged.